Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 11:00pm he performed a test on his precision meter and was unable to view the reading due to black spots. Customer further reported experiencing symptoms described as, sweating and falling to the ground. Customer called the paramedics and was taken to the hospital. Customer was reportedly diagnosed with hyperglycemia and was treated with insulin, intravenous fluid and diabetes medication. Customer was prescribed metformin. There was no report of death or permanent impairment associated with this event.